Event description:
A healthcare provider (hcp) reported they were doing a refill in the patient¿s home. They ¿got nothing when they drew back,¿ and they thought the pump might be empty and ¿possibly there was some programming error when the pump was inserted and filled.¿ they stated that it seemed that maybe the reservoir valve was closed, and they could not push anything in. When the hcp interrogated they expected to find 3 cc¿s left in the pump of 3.6 ml¿s left in the pump, but ¿they found nothing.¿ they stated the patient had some pain lately - more pain than normal. The pain started last week, and he had an increase in pain over the last week. They further noted trouble with the valve, and noted having done repeated drawings, ¿basically drawing back the air, holding the clamp closed, and holding negative pressure.¿ the hcp stated that he had used two needles, and ¿this was the second needle that had this problem.¿ the hcp stated that, ¿if the valve was closed, there might be fluid in there that he would be able to aspirate, and the pump would not be empty.¿ the medication used within the system was morphine. Another healthcare provider later reported that negative pressure was applied on the patient¿s pump for eight minutes, and it did not unlock. They went to refill it with 20 cc and 40 cc. They stated the patient should have had 3 cc¿s in their pump, but nothing was able to be aspirated and nothing was able to be clipped in the pump. The hcp noted it was the first time the pump was accessed since the day it was implanted. They confirmed all of the water was removed on the day of surgery. They noted having tried two different needles for eight minutes negative pressure. The hcp confirmed the patient did not have any symptoms of withdrawal or anything. The healthcare provider later reported that the cause of the event was unknown, though they noted a locked pump. They waited three days, tried again, and it unlocked. The patient did not require hospitalization. The medication used within the system was gablofen.

Manufacturer narrative:
Concomitant medical products: product ID 8596, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).